Manufacturer narrative:
All information reasonably known as of 12-mar-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Additional information received 13-feb-2025, per the caregiver the patient "is still in therapy and is still using same pump currently. Has not had any issues with it since initial contact. States that once they 'unstuck' the button, the same issue never occurred again, and they have not had any problems with it. Have not returned due to continued use."

Event description:
Fill volume: 50.9 ml. Flow rate: unknown. Procedure: total knee cathplace: unknown. It was reported "when bolus button pressed for bolus dose it 'stuck' [and] kept dispensing until [the patient] used tweezers to resolve. Pump functioning now...reports infusion scheduled for 3 days.

Manufacturer narrative:
The actual device is reported to be available but has not been returned for evaluation. A review of the device history record and UDI number are in-progress. All information reasonably known as of 13-nov-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The device history record for the reported lot number, 30295429, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 03-jul-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.